Manufacturer narrative:
Block e1: initial reproter state/province: (B)(6). Block h6: device code 1069 captures the reportable event of stent broken. Block h10: the returned advanix biliary stent was analyzed, and a visual evalaution noted that the stent had no broken or detached areas found during the testing process, however, a kink was found in the pigtails section of the stent. No other issues with the device were noted. The reported event was not confirmed. However, according to the analysis, the stent was observed to have kinked in the pigtail section. This issue occured during the preparation. It is possible that operational factors, such as user technique/handling during preparation contributed to the observed kink in the stent. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices are handled/manipulated in the field. Therefore, adverse event related to procedure is selected as the most probable root cause for this complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was going to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2020. According to the complainant, during preparation, the device was noted to be fractured. The procedure was completed successfully with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was going to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2020. According to the complainant, during preparation, the device was noted to be fractured. The procedure was completed successfully with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be stable.